Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. Ankylosis is a term for fusion of the joints, which can occur in several different parts of the body, including the ankle, elbow, knee, shoulder, finger, or jawbone. The causes of ankylosis include genetics, injury, prolonged immobility, infection, and certain diseases such as rheumatoid arthritis or osteoarthritis and can occur in any joint. Per optetrak labeling (IFU# 700-096-004) all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds (e.g. Clicking) as this may indicate positional changes in the implant that could lead to premature failure.

Manufacturer narrative:
(B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2015, a (B)(6) y/o, male patient with a bmi of 34.9, underwent implantation of a insert tib 3 17mm knee post stab cnstrn. On (B)(6) 2018, approximately 43 months post implant, the patient underwent revision due to ankylosis.